Event description:
It was reported that during a procedure to place the device in a thigh graft for a large pseudoaneurysm, the device failed to deploy. During this procedure, the physician had already deployed two devices using an 8 f sheath and the .035" guide wire, brands not known, prior to this third attempt. The system was removed and the doctor then implanted the third device without difficulty. No patient injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation. Based on the information received, the results of the investigation are inconclusive and the root cause is unk. This application represents an off-label use for this device. The fluency plus tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial stictures produced by malignant neoplasms or in benign strictures after all other alternative therapies have been exhausted. The information for use (IFU) currently supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.